Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation procedure the helix of the right ventricular (rv) lead could not be unscrewed. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.